Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, approximately four minutes after the start of the procedure one of the jaws of the bipolar maryland forceps (bmf) detached from the instrument and fell into the patient. The detached jaw was located and retrieved by the assistant, then the bmf was removed using the broken instrument procedure and replaced to continue the procedure. There was no injury to the patient.

Manufacturer narrative:
Medtronic is leading an evaluation of the bipolar maryland forceps. Evaluation of the first provided image showed the detached jaw of a bipolar maryland forceps. The detached jaw was outside of the patient. The second image showed the distal end of the instrument. One of the jaws was detached. No other damage was observed. The third image showed the distal end of the instrument at a different angle. One of the jaws was detached. No other damage was observed. The fourth image showed the distal end of the instrument at a different angle. One of the jaws was detached. No other damage was observed. Further evaluation of the reported bipolar maryland forceps is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.